Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by patient that they shut device off to do a cardioversion, and when they went to turn implant back on, their handset said that there was no data or does not have any information on it and will not let them turn implant back on. During call, patient was asked to try to connect to implant, but when they tried, it patient said they saw "data has been lost, all data, contact your consultant." No further complications were reported or anticipated.